Manufacturer narrative:
(B)(6). This report is for three (3) unknown 3.7 cortex screws. Implanted on unknown date in 2013 by a different surgeon / different hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, postoperatively, a patient presented with a broken synthes 2.7 plate, four (4) 2.7 locking screws, three (3) 3.7 cortex screws, and one (1) 3.0 headless screw. All screws were intact and unbroken. On september 16, 2015, screws and broken plate were removed successfully. Surgeon prepared bone to refuse and a new synthes first metatarsophalangeal (mpt) fusion plate with six (6) 2.7 locking screws were re-implanted along with bone graft. Surgery was completed successfully. This report is for three (3) unknown 3.7 cortex screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Implant date reported as sometime in 2013, no month or day provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 09/29/2015: it was reported the patient had delayed healing and the non-union was addressed during the revision. The devices are not being returned.